Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump display showed no numbers. No blood glucose reading was provided.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage, followed by an unexpected constant audio tone due to moisture damage at the electronic assembly. The pump was also received with moisture damage on the motor, vibrator tube and battery tube assembly. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.